Event description:
A report was received that the previous surgeon had placed the ipg directly over the patient's spine thus it was uncomfortable. The patient underwent a revision procedure wherein the ipg was relocated. No device malfunction was suspected.

Event description:
A report was received that the patient's ipg site was uncomfortable. The patient underwent a revision procedure wherein the ipg was relocated. No device malfunction was suspected.